Event description:
During an atrial flutter right (r-afl) procedure, it was reported that a steam pop was heard. Pericardial effusion was confirmed by echocardiography. Pericardiocentesis was performed and the patient was transferred to the operating room for a cardiac window procedure. The status of the patient was unknown. Multiple attempts have been made to request for additional information however other information was provided.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. Concomitant products used during the procedure: carto 3 rmt: model #: m-5830-01, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Cool flow pump: model #: m-5491-02, serial #: unknown. Webster 10 pole: model #: unknown, lot #: unknown. (B)(4).